Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The date entered is the date when abbott diabetes care became aware of the event. Additionally: the device manufacturer date for the reported meter serial number is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's husband reported that approximately one week prior to calling adc customer service on (B)(6) 2015 customer attempted to test using her adc blood glucose meter, but the meter would not turn on with button press or with test strip insertion. Caller further reported the customer experienced "shakiness" and self-presented to a local pharmacy where she was given an unspecified "sugar" to ingest. There was no report of death or permanent injury associated with this event.